Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a guidewire fracture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 190 cm straight-tip (5pk) was selected for use. However, during the procedure, the guidewire fractured. The device was completed with another of same device. The patient's condition remained stable following the procedure.

Manufacturer narrative:
E1: initial reporter phone:(B)(6). The device was returned for analysis. A visual and tactile inspection revealed a j-shaped bend approximately 7 mm from the tip of the wire, along with a coil pitch discrepancy of about 1 mm, located approximately 8 mm from the tip. Other areas of the device were also examined, but no additional abnormalities or issues were identified. Media inspection consisted of two photos. One image depicted the device outside the body, showing possible stretched coils and a bent tip. The other photo, a fluoroscopy image taken inside the body, showed a device that appeared to be detached. However, the observed damage is most likely due to the stretched coil and bent tip. The media confirmed the reported event and the returned device. The findings from the returned device, specifically the coil pitch discrepancy (stretched coil), were consistent with the details in the reported event and the accompanying media.

Event description:
It was reported that a guidewire fracture occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 190 cm straight-tip (5pk) was selected for use. However, during the procedure, the guidewire fractured. The device was completed with another of same device. The patient's condition remained stable following the procedure.